Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they are receiving false n1 positive results on bd-sars-cov-2 on many samples. Customer cleaned the instrument every day. Customer's negative control can either be positive or negative and the curves were not shaky and were amplifying as expected. Field service was dispatched. Field service cleaned the inside of the instrument and performed a passing qualification test. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 20mar2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. The complaint is unconfirmed as field service did not note any issue with the instrument. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h10.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced false positive results for n1. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: bd sars-cov-2. The following information was provided by the initial reporter, translated from japanese to english: "many samples are n1 positive."

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced false positive results for n1. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: bd sars-cov-2. The following information was provided by the initial reporter, translated from (B)(6) to english: "many samples are n1 positive."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.